Event description:
This ra lead was implanted on (B)(6) 2002 and was explanted on (B)(6) 2017 due to infection. No known physician or facility information. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).